Event description:
This procedure was performed in (B)(6): the physician had to treat a very calcified femoral lesion. The physician pre-dilated with a 4mm balloon and deployed the protege everflex. The stent did not open fully in the middle. It was not collapsed, and there was enough lumen to move the catheter back. However, in the tightest portion of the protege everflex, the distal portion of the catheter was blocked. The physician had difficulty removing the device but was finally able to remove the catheter. The tip of the catheter was missing. The physician checked the patient and everything was ok. Two weeks later on (B)(6), 2012, the patient condition deteriorated and the physician removed the tip of the microcatheter from the patient with success.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.